Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy electrodes. There area is red and itchy, causing discomfort. There was no alleged device malfunction contributing to the irritation. Patient was prescribed benadryl cream by a physician. Follow up indicated that the irritation has improved with the use of the benadryl cream.